Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Concomitant medical products : trilogy acetabular liner catalog#: 00875101032 lot#: 63357595, alloclassic femoral stem catalog#: 01.00121.020 lot#: unknown, versys femoral head catalog#: 00801803202 lot#: 63396172, bone screw catalog#: 0062506530 lot#: 63391608. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 2 years post-implantation due to acetabular loosening, pain and difficulty ambulating. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes and x rays. Surgical notes of revision procedure stated that patient underwent revision of right total hip arthroplasty due to mechanical loosening of the acetabular cup. It was noted inspection of the acetabulum identified that the acetabular cup was grossly loose and movable with a finger. Review of the device history records for the reported component identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown head, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 2 years post-implantation due to acetabular loosening. Attempts have been made and no additional information is available at this time.